Manufacturer narrative:
(B)(4) lead implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have been inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation with rapid ventricular response that the device classified as ventricular fibrillation. Right atrial (ra) lead undersensing was also noted on stored electrograms. The crt-d and lead remain in use. No further patient complications have been reported as a result of this event.